Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the performance data revealed an alert for low battery recommended replacement time (rrt). Analyst commented time of elective replacement indicator (eri) in save to disk on (B)(6) 2013 device eri less than or equal to 2.62 volt. (B)(4).

Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.